Manufacturer narrative:
Exact date unknown, event occurred on (B)(6) 2021, two days before the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 5136342/5141160.

Event description:
It was reported that patient had an infection that at the ipg and lead site that was oozing and painful. The physician does not believe the infection was device related. The patient underwent a lead and ipg explant procedure. The explanted devices were discarded.